Manufacturer narrative:
Cme america received a medwatch report, (B)(4), on january 19, 2016 for an alleged malfunction that occurred on (B)(6) 2014. Customer did not provide cmea will a serial number for this complaint. All customer products were returned to cmea in late 2014 on rga. At the time of rga check in, each device was checked for functionality and no issues were discovered. Without a specific serial number, cmea is unable to evaluate the complaint unit. All customer devices were returned over a year ago. At that time they underwent a check in process which confirmed all units were functionally fit. Cmea is unable to evaluate the device today without a having a specific serial number. The IFU for bodyguard 121 was reviewed and determined to adequately address the detection and resolution of alarms and alerts. In particular, chapter 24 describes how to troubleshoot and resolve alarm events. The IFU was also reviewed for adequacy in addressing off-label use of medications. Chapter 3 states "the bodyguard 121 infusion pump should not be used to infuse blood, blood products, or life-sustaining medications whose stoppage or interruption could cause serious injury or death." Furthermore it states, "if stoppage or interruption of medications or fluids would place the patient at risk of injury, back-up medication administration systems must be available to provide proper medication or fluid administration." The use by the customer of the product for off-label use which is clearly prohibited by the IFU. Customer's medwatch indicates that device was being used for patient therapy at the time the incidents occurred. Attempts to reach customer for specific details were unsuccessful. The device was related to the reported incident, but only indirectly. The incident rises to a high level of severity only due to off-label use of the pump by the customer. A slowed infusion rate while administering fluids or medications in accordance with the intended use of the pump does not lead to a high risk event. The root cause of this complaint is unknown. Customer failed to provide the device serial number and failed to respond to cmea's good faith attempts seeking additional information. Serial number of device was not provided.

Event description:
Cme america received a medwatch issued by this customer to FDA. (B)(4). In the medwatch, the customer reported the following: "channel 1 primed and when hit ok to infuse, part of the screen was not completely on, so the number to show cc/hr was not displayed and the red line that circles to show pumping was only a single small light. Even though pump on main screen said was infusing, drips coming out were slow compared to bedside pump at a slower rate. Medication was then switched from channel 2 on this pump and worked accordingly."